Manufacturer narrative:
A sample product was not returned for analysis. All product and batch history records are quality reviewed prior to product release. A root cause has not been identified. There are no other complaints in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that after an intraocular lens (iol) was inserted into a patient's eye, the surgeon noticed a scratch on the lens. The lens was immediately removed, but a vitrectomy then had to be performed.